Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain device information (sn and implant date) from the physician, but was unable to be obtained.

Event description:
It was reported that the patient lost therapy around a month ago. Diagnostics revealed high impedances. As such, surgical intervention took place on (B)(6) 2020 wherein the lead was explanted and replaced with a new lead. Reported, therapy was resumed.

Event description:
Additional information received indicated that the lead was implanted in (B)(6) 2016 (exact date unknown).